Event description:
It was reported that the patient presented remotely to the clinic via data transmission from their pulse generator. Upon review, there were alerts for episodes of auto mode switch (ams) which were inappropriately triggered due to right atrial (ra) lead noise. The atrial output was at 3v @ 0.5 ms. Atrial pacing is sensed on the right ventricular channel, but it is not oversensed. Programming changes were recommended. There was no adverse consequence to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).